Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an upstream occlusion alarm is a kink in the tubing or the uso sensor. The most probable cause for a 1720 error code is a faulty back-up capacitor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump was exhibiting upstream occlusion. Per reporter the pump then exhibited error code 1720 when restarted after the battery was removed and reinserted. The alarm recurred when the battery was again removed and reinserted. It was reported that patient was unable to restart the pump. The total volume was reported as 138 ml, with a rate of 3ml/hr and residual volume was 10.7 ml. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.